Event description:
It was reported that the etrak 2500p system was not recognizing instruments during surgery. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gold cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.